Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 600+ and the customer attempted to treat the bg level with a supply change, correction boluses, and manual injection. The customer was admitted to the hospital on (B)(6) 2016 for diabetic ketoacidosis (dka) and was treated with intravenous insulin and fluids. The customer was released from the hospital on (B)(6) 2016. A system check was performed with tandem technical support and determined the pump functioned as expected for the occlusion event. Reportedly, the customer stated on the call that the insulin gauge did not decrease when a bolus was delivered. The customer could not provide any details. Troubleshooting the inaccurate fill estimate could not be performed because the event occurred in the past.